Manufacturer narrative:
Gbo complaint: (B)(4). No samples were provided by the customer. No pictures received. No batch # was provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states that blood is clotting leading to repeat blood draws in the nicu.